Manufacturer narrative:
The product was evaluated and found to have a broken handle. As the entire device was not returned for evaluation we were unable to determine the exact cause of the difficulty reported.

Event description:
The device was not clinically applied. Reportedly, the surgeon noticed the instrument was broken while opening the package. Another device was used to complete the procedure. The hospital has reported no patient injury occurred.